Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a previously implanted restenosed unspecified stent at the left anterior descending (lad) and circumflex (cx) bifurcation, an unspecified stent was deployed inside of the restenosed stent then its deflated delivery system was retracted into the guiding catheter. A 3.5x15mm trek rx balloon dilatation catheter (bdc) was then advanced without issue to perform stent mini crush technique at the bifurcation, which was completed successfully. The deflated trek rx balloon was difficult to remove from the deployed stent. The trek rx bdc was retracted into the guiding catheter against slight resistance when it was noted that the distal shaft had separated and the tip of the balloon had separated in the patient vasculature (distal end of the balloon material itself separated radially). The balloon of the unspecified stent delivery system that was located in the guiding catheter was slightly inflated, enabling snaring and retrieval of the distal shaft. The separated balloon tip was unable to be located and, thus, was unable to be retrieved. There were no adverse patient sequelae. Though a delay occurred, it did not cause or contribute to any health impact. No additional information was provided.